Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: console device,(B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device wire issue was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of unintended activation/motion was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device displayed an e2 error code (handpiece lock engaged) and experienced an unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the motor device displayed an e2 error code (handpiece lock engaged). It was further reported that the device wire also came out while pulling the cord out from the console device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.